Event description:
During a call from a home patient (hp) for an unrelated issue, the patient indicated that she had peritonitis and was constipated. No further information is available at this time.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.